Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported no drops of insulin were observed to be dripping out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence. Blood glucose level was 339mg/dl. A cartridge change was performed to address the issue.